Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator failed. A field service engineer replaced the router and power supply, then reconfigured the refrigerator. After the repair, the inventory was verified by accessing every bin and every medication throughout the refrigerator. All functions were confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.